Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00053. It was reported that the patient presented in the emergency room after feeling chest wall stimulation. Chest x-ray revealed that the right ventricular lead had dislodged and coiled up behind the implantable cardioverter defibrillator (ICD). Patient had admitted to "fixing" the ICD and showed physician how she spun it around. The ICD was deactivated and patient was sent home. The patient presented in the operating room the next day. The lead was explanted and replaced and the ICD was repositioned. Patient was stable post procedure.